Event description:
The customer reported that the system would not display an image during fluoroscopy. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier power supply was replaced and calibrated. The system was tested and found to be working as intended and put back into service.